Event description:
The device was deployed successfully but as the physician began to torque the device to secure it-the handle to the torquing mechanism broke off in the patient.what was the original intended procedure?asd closure procedure.